Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the gray tip impactor fractured during secondary glenosphere impaction. All pieces removed no adverse effect to patient. No further information known.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided pictures identified the tip of the inserter is fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.